Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.